Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the sample and photographs submitted for evaluation. Bd received one used q-syte and six photos. During the visual examination, it was observed that there were no anomalies or damage to the external areas of the q-syte. The unit was then tested for leakage in both the actuated and unactuated positions. Leakage occurred in the actuated position confirming the reported defect. Further microscopic examination revealed that tears were present in the septum column and bottom disk. Septum damage can occur during the manufacturing process but also during use due to excessive actuations and extraneous force. Both scenarios would have the same appearance; therefore, bd was unable to determine a definite root cause since the unit had been used. A device history record review could not be performed as the lot number is unknown.

Event description:
It was reported that catecholamine leaked from the bd q-syte¿ luer access split-septum stand-alone device during use. The following information was provided by the initial reporter, translated from japanese to english: "this is a report about leakage of drug from the septum. According to the customer's report, catecholamine (vasopressor) leaked from the septum during the use of q-syte in iicu. There was no significant impact on the patient.".

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that catecholamine leaked from the bd q-syte¿ luer access split-septum stand-alone device during use. The following information was provided by the initial reporter, translated from (B)(6) to english: "this is a report about leakage of drug from the septum. According to the customer's report, catecholamine (vasopressor) leaked from the septum during the use of q-syte in iicu. There was no significant impact on the patient."